Event description:
On (B)(6) 2013, physician finished with intervention and deployed a vascade 6/7 device in right femoral artery. Achieving temporary hemostasis was a difficult. Physician pulled back the device further and temporary hemostasis was achieved and collagen was deployed. After hold, blood from the artery was flowing from the access site. Collagen was not in the sterile field. Physician suspected that the disk may have been caught on an existing stent from previous procedure and the collagen deployed intravascularly. Physician re-accessed the pt on the right side and looked at the distal vessels. No obstruction was observed. An object was seen in the common femoral near the arteriotomy. A decision was made to perform a cut down and remove the collagen. Collagen was visualized and removed from the artery. Physician visualized the distal vessels and used a stripping balloon to clean the vessel of debris. Pt was patched and closed.

Manufacturer narrative:
DHR review of the DHR indicated that the device lot met all established performance criteria prior to shipment. The device was not returned for physical investigation. An intra procedural sheath exchanged (7f) occurred. An angiogram of the sheath after the exchange was not taken. While the radiopaque vascade vcs device markers were visualized fluoroscopically during deployment, the lack of angiogram after sheath exchange did not allow identification of a reference location to the initial sheath position, and thus the arteriotomy site. Additionally, the presence of the existing stent was not identified prior to deployment of the vascade vcs device. The IFU recommends an initial angiogram of the sheath to locate the sheath position and arteriotomy location, assess the severity of the vascular disease and its tortuosity, determine the vessel diameter and the tissue tract length, and to make certain that the sheath is not through a stent. Conclusion: the positioning of the vascade vcs with respect to the intimal aspect of the arteriotomy and the presence of an existing stent contributed to the intravascular deployment of collagen during this endovascular procedure. Surgical intervention to remove the collagen at the arteriotomy site was performed immediately and no additional pt complications due to this issue occurred.